Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead was explanted due to noise. The patient condition was fine.

Manufacturer narrative:
A partial lead with the distal tip measuring 52.7cm was returned for analysis. Internal insulation abrasion was noted at 30.0-30.6cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 27.2-27.5cm and 28.1-28.4cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 15.4-15.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The inner coil was exposed at this location. This is consistent with the field observation of noise.